Event description:
It was reported that after implanting a transcatheter core valve prosthesis, arteriotomy closure of a moderately calcified common femoral artery was attempted using a prostar xl. Reportedly, during needles deployment, two of the four needles became stuck and did not deploy. The needles were retracted and the device was removed. A second prostar xl device was used to achieve hemostasis. The physician believed that the device issue was due to the calcification of the artery. After the procedure an access site pseudoaneurysm developed that was treated by inflating a dilatation balloon above the puncture site for two minutes. The patient was admitted to the hospital for ten days for surveillance without issues. There were no adverse patient sequelae. Although there was a delay in the procedure due to the issue it was not considered clinically significant. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and product was not returned. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of pseudoaneurysm is a known potential adverse event as per the proglide instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information the device was deployed in a reportedly moderately calcified common femoral artery. The instructions for use state that the safety and effectiveness of the prostar xl 10f pvs system has not been established in patients with common femoral artery calcium, which is fluoroscopically visible. The first prostar xl, referenced was filed under a separate MFR report number.

Manufacturer narrative:
(B)(4). Correction: (lot number and expiration date). A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.